Event description:
Event description guidant received information that this transvenous coronary sinus lead exhibited >2000 ohm pacing impedance. Elevating impedance was also observed on the right ventricular sensing lead, but measurements were not provided. As these observations were made after the patient had left the clinical, additional troubleshooting could not be performed. The patient will return for additional evaluation.